Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following was received: helical blade coupling screw (part # 357.377 / lot # 4918552 / mfg. Date: 01/2005). The returned device shows significant use during its 9 year lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The knob was received detached from the shaft. This complaint condition is confirmed, and the most probable cause of this complaint is either off axis hammering or hammering while not fully threaded, coupled with use over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a coupling screw for trochanteric fixation nail broke during surgery. As the surgeon was inserting the helical blade, he was hammering the top of the coupling screw. The head of the coupling screw broke off. The surgeon inserted a drill bit into the coupling screw and disengaged it from the helical blade. No major delays nor complications resulted to the surgery. Patient outcome is fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records indicates no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.